Event description:
It was reported that a single piece silicone lens model aa4204vf was in the eye and removed, reason unk, no pt injury reported. Further information has been requested but none forth coming. If more information is received a supplemental medwatch report form will be sent.

Manufacturer narrative:
Evaluation results - a work order search was performed for similar complaints within the search and there were no similar complaints found. A visual inspection of the returned product shows a portion of one plate haptic is torn off and is missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, no conclusion can be drawn. It should be noted that the injector and cartridge were not returned for evaluation.